Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the reliance synergy washer. The technician was able to identify the root cause of the leaking to be attributed to the water valve gasket. The water valve gasket had a hole in it subsequently allowing water to pass through and flood the unit with water. The technician repaired the water valve gasket, ran a test cycle, and found the washer to be operating according to specification. The reliance synergy washer was installed in 2002 and is under steris service agreement. No additional issues have been reported.

Event description:
The user facility reported their reliance synergy washer chamber was flooded with water. An employee opened the chamber door subsequently causing water to leak out onto the floor. No injury was reported.